Event description:
A caregiver reported a low result with the adc device. The caregiver reported a low glucose result and caregiver treated customer with sugar and cake. The customer had abdominal pain, paleness, and fatigue and was taken to hospital. At hospital a healthcare meter result of 180 mg/dl was obtained as compared to a built-in meter result of 53 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The caregiver did not know what treatment was provided for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low result with the adc device. The caregiver reported a low glucose result and caregiver treated customer with sugar and cake. The customer had abdominal pain, paleness, and fatigue and was taken to hospital. At hospital a healthcare meter result of 180 mg/dl was obtained as compared to a built-in meter result of 53 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The caregiver did not know what treatment was provided for dignaosis of hyperglycemia. There was no report of death or permanent injury associated with this event.